Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 383-384 mg/dl.